Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Customer indicated the use of a cartridge; however, the product history records could not be reviewed for the cartridge lot because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause: no root cause could be identified by the investigation. No sample was returned. Action taken: investigation has been completed based on current information. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings the residual risk remains unchanged and at an acceptable level. Additional information was requested and received. (B)(4).

Event description:
A surgeon reported having a patient whose intraocular lens (iol) was noted to have glistenings. Additional information was received from the surgeon, who reports that the glistenings are "unnoticed by patient, sees 100%."